Manufacturer narrative:
Device history record was previously evaluated and determined to be within scope of z-1522-2022. Blank fields in the MDR report represents unknown information. A supplemental MDR will be filed upon confirmation of completed device revision. If further information is received at a later date, a supplemental MDR will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump was presenting empty at multiple refill appointments implant date was (B)(6) 2022, with an intra-arterial flow rate as manufactured of 1.1 ml/day. It was verbally stated to intera that the device revision surgery was planned for (B)(6) 2022.

Manufacturer narrative:
Device explant was confirmed and returned to intera on 14 february 2023. Device was previously determined and reported to be within scope of z-1522-2022.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump was presenting empty at multiple refill appointments implant date was (B)(6) 2022, with an intra-arterial flow rate as manufactured of 1.1 ml/day. It was verbally stated to intera that the device revision surgery was planned for (B)(6) 2022.